Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple tears in their driveline and had been applying rescue tape in them. Except for one isolated low flow event on (B)(6) 2022 at 05:02, there was no indication of driveline issues within the log files and the equipment was operating as intended.

Manufacturer narrative:
Main investigation conclusion: the report of damage to the outer jacket of the driveline could not be confirmed as no photographs of the issue were available for review. A system controller log file was submitted for review, which did not show any events consistent with a potential driveline issue and appeared to show the pump operating as intended. A single low flow alarm was captured on 2may2022, which was reported to be due to dehydration. Review of the log files also noted that the patient had been sleeping on batteries for several consecutive days. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The introduction section of heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) explains pump speed, power, flow, and pulsatility index (pi). The system monitor section explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii lvas patient handbook contains information on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the isolated low flow event was due to dehydration which was resolved after increased fluid intake. The patient was reported to be asymptomatic.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.